Event description:
It was reported by service report that the bed had no functions and the scale was not accurate.

Manufacturer narrative:
Wiring harness; disconnected at cpu board.scale out of calibration.